Event description:
It was reported that during a service call to replace the breakout box, the leakage current on the pt interface unit was out of tolerance. The customer had disassembled the ensite system, removed the card cage and installed it in a custom enclosure. It was also noted the system was not grounded.

Manufacturer narrative:
Upon investigation, it was found the leakage current measurement exceeded the limits of (B)(4). The leakage current is dependent on proper assembly and construction of the system. Conformance to leakage current specifications cannot be guaranteed except in the properly assembled, approved enclosure. It was also noted the system was not grounded. Proper grounding is required for proper operation. This ensite classic system was replaced with a new ensite velocity system that was installed by a sjm technical service engineer. (B)(4).